Event description:
Or staff report anesthesiologist was preparing to start an IV and pulled the 22 gauge needle out of its plastic cover and noted it was visibly bent. The device was not used on the patient and was placed back into plastic cover and saved for risk management. A new needle was obtained and used without issue. The needle is available for evaluation purposes.====================== health professional's impression======================needle was bent.